Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cerebral embolism was not related to the device exchange procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away. The patient's implantable pulse generator (ipg) experienced premature battery depletion. It was also noted the right ventricular (rv) lead experienced high impedance. The implantable pulse generator (ipg) was explanted and replaced. During the replacement procedure, it was noted that the right ventricular (rv) lead showed insulation damage. The damaged insulation was repaired with sterile material. The lead parameters were tested afterwards and showed acceptable measurements. The lead remained in use. Two days after the procedure, the patient lost consciousness while in the hospital. A computerized tomography (CT) scan was performed and the patient was diagnosed with a cerebral embolism. The patient was transferred to a critical care unit. Three days after the embolism occurred, the patient stopped breathing. The patient's family elected not to resuscitate the patient and the patient passed away. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted the right ventricular (rv) lead experienced undefined impedance.